Manufacturer narrative:
G3. Date received by manufacturer (mo/day/yr); corrected data; supplemental version 01 inadvertently added wrong date. The correct date should have been 09/13/2024. This report is utilizing 10/11/2024 for g3.

Event description:
The surgeon has responded that the cause of death is unknown and to his knowledge is not believed to be related to vns but has little to know information regarding the patient¿s death. He recommends contacting the neurologist. The neurologist has responded that they believe the death was seizure related however they do not have the actual information regarding patients passing and can not answer the requested death forms as the do not know the cause of death or any knowledge if vns was involved. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient passed away. The reason was not provided. No other relevant information has been received to date.